Event description:
It was reported to vyaire medical that the vela ventilator had an xdcr (transducer) fault occurred during usage on a patient. The device was replaced with another ventilator and there was no patient harm reported associated with the event.

Manufacturer narrative:
The customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. However, turbine file not found. Vyaire medical will send a warranty for turbine pn 16349a. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device will not be returned.